Event description:
The facility rep reported a pump observed working intermittently and shutting down without warning. This event occurred before use. No pt injury or medical intervention was reported. No add'l info is available.

Manufacturer narrative:
Device not yet received in baxter for eval at this time. A f/u medwatch will be submitted after the device has been received and evaluated.